Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician has reported that, following intraocular lens (iol) implantation, there was post-op refractive surprise experienced by the patient. Additional information received by the facility representative that, the iol was exchanged with another lens approximately after 10 months following the initial implant.